Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 200mg/dl. Customer alleged pump was the suspected cause of bg level. Reportedly, the customer changed cartridge to resolve the issue. No additional patient or event information was provided. Recommendation was made to consult with healthcare provider regarding diabetes management.